Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified medication for epidural delivery and the delivery was started. No specific programming parameters were provided. After less than 5 minutes, the nurse reported the pump alarmed for air in line; however, no air was noted in the tubing set. The device was removed from clinical service. After approx 5-10 minutes therapy was resumed using a replacement device. There were no reports of adverse pt effects. No medical intervention was required. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed for air in line when no air was present in the tubing set. This was due to a broken air sensor. The device history was downloaded at the service center. A review of the history indicates the device was not powered during the reported event date of (B)(6) 2012; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.